Event description:
It was reported that during the implant procedure with this subcutaneous implantable cardioverter defibrillator (s-ICD) there were issues with telemetry experienced. A yellow screen also appeared indicating telemetry was lost. An attempt to end the session was attempted, but once the device was re-interrogated there was an error message indicating the patient data was not able to be updated. The programmer was turned off and the device was re-interrogated. The issue was resolved and the device was successfully implanted. Optimization of the device with automatic set-up was performed including defibrillation threshold (dft) testing. No adverse patient effects were reported. No additional information is available at this time. If additional information becomes available this report will be updated.